Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer stated that the device rebooted and initiated an operating system update. Customer did not disclose the nature of the procedure. Customer did not disclose the name of the required medications. Customer did not release any additional information, citing the hipaa. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and reported that after installing system updates and rebooting, continued to display the "update pending" screen. The technical support specialist applied knowledge article 000007174 - es devices stuck at "windows updates 100% complete", allowing for system updates to complete and restoring device functionality. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer stated that the device rebooted and initiated an operating system update. Customer did not disclose the nature of the procedure. Customer did not disclose the name of the required medications. Customer did not release any additional information, citing the hipaa. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections a1, d1, d4, d5, e3, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-apr-2021 to 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station was stuck on windows update during a procedure. A technical support specialist remoted into the station, completed station window update and informed customer that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer stated that the device rebooted and initiated an operating system update. Customer did not disclose the nature of the procedure. Customer did not disclose the name of the required medications. Customer did not release any additional information, citing the hipaa. Patient or user harm was not reported.